Event description:
It was reported that there was early battery depletion, and that there were increased rv (right ventricular) thresholds over time. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found. (B)(4): no anomalies found, however the outer insulation was melted, the outer insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking, there was blood in/on the helix/lobe mechanism and there was apparent explant damage; full lead returned and analyzed.